Event description:
It was reported that during idiopathic ventricular tachycardia (idvt) ablation procedure mapping with decanav catheter the patient experienced blood pressure dropped, heart rate increased and effusion treated with pericardiocentesis. During the mapping portion of the case, while using only the decanav for mapping, the patient¿s blood pressure dropped, and the heart rate began to rise. They immediately checked for an effusion, and one was discovered and confirmed using the ultrasound catheter. The medical intervention provided was pericardiocentesis. The patient was reported to be in stable condition. The case continued with the ablation portion. The physician mentioned that the anatomy of the patient was very thin in the rvot, which may be the reason for the event. The case continued and ended successfully. The physician¿s opinion on the cause of this adverse event is that it was related to the procedure. The patient did not require extended hospitalization. No generator/pump malfunction reported. No catheter exchanges occurred during the procedure or transseptal punctures noted. The event occurred before any ablations were performed. No steam pop or cardiac surgery.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 26-sep-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 1-oct-2025, the device lot number was received. Field d4. Lot has been populated. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, deflection, or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was the procedure. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. With lot number availability, the manufacture date, expiration date and UDI have been made available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).